Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-14547. It was reported the patient experienced ineffective stimulation. Diagnosis confirmed lead migration. As a result, one lead was explanted and replaced to address the issue. It is unknown which lead has migration therefore both are being reported.